Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a no delivery alarm from the insulin pump during a manual prime. During troubleshooting with a new reservoir, the no delivery alarm did not recur, so it was advised that there was a potential reservoir occlusion, and to return the product for analysis and a replacement. Customer's reported blood glucose value was 255 mg/dl. Nothing further reported.